Event description:
It was reported that bd¿ syringe plastipak 20ml ll s/su can not connect to the polifix. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The sample was analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty of coupling the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order (B)(4).

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe plastipak 20ml ll s/su can not connect to the polifix. No serious injury or medical intervention was reported.